Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the clinic following a syncopal episode. It was noted that the patient has not been seen for approximately three years. Upon interrogation, there was evidence of low out-of-range right atrial (ra) lead impedances however current measurements were within range. It was also reported that there were numerous stored episodes of oversensed myopotential noise. The patient is pacemaker dependent. The physician does not feel that the syncopal episode is related to the functionality of the device. Boston scientific technical services (ts) indicated that evidence suggests an ra lead insulation issue. This associated device was reprogrammed and the patient will be monitored. As of today the device and lead remain in service.